Event description:
The patient came into the ed via emergency medical service in ventricular fibrillation, not pulse attainable. The patient had been intubated and IV started in the field and the code status was unknown so a code was called. The staff attempted to use the defibrillator and it did not fire, they tried the second defibrillator and it fired, but the patient did not convert. A family member arrived and told the physician the patient's wish was not to be resuscitated and the code was called. Further information revealed that biomed tested the defibrillator with a different cable to verify a cable problem.